Event description:
Caller reported a malfunction on the pump, identified by malfunction code ¿malf 0¿. Fault ID was noted as 0x277d, and upon assistance from technical support, the issue was resolved by resetting the pump with no recurrence. There was no adverse impact to the customer¿s blood glucose level, and the customer was instructed to call back if the malfunction code recurred. Caller confirmed understanding and agreed to continue using the pump.